Event description:
This is report 2 of 2 for (B)(4). It was reported that during an unspecified surgical procedure, the inflow tubing fms vue and vapr clplse90 electrode w hand cntrls were used together with a pump. According to the report, the pump equipment did not pull the serum, decompensating the reserve in the serum container while the electrode only worked in the pedal function in the first 20 minutes of the procedure. Since the beginning of the surgery, there has been no serum compensation, so it began not to send serum to the right place. The blue wire button on the pump compensation system had to be pressed. The shaver stopped working as the bomb was resetting. Initially, the instrument technicians thought that the problem was with the pump and the vaporizer, but after analyzing the situation and changing the tubing set and electrode, it was confirmed that the problem was with the sterile materials. There were no reports of delays in the surgical procedure nor if an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (u2401107), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.